Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that right ventricular lead exhibited high capture threshold. Upon interrogation it was noted that there was loss of capture. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.